Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for four days with no unexpected button error alarms. The insulin pump passed operating currents tests. All buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No unexpected battery out limit alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker. Moisture damage was noted on all electronic assemblies. A slightly corroded battery tube was noted. Corroded motor home switch traces and motor flex cable fingers were noted.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that insulin pump was exposed to moisture. Customer's blood glucose level was not included in the report.. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.